Manufacturer narrative:
Parts of the tapered screw-vent implant (tsvmwb11) packaging was received. Visual inspection of the returned products identified that the outer boxes were returned with empty outer vials. The tamper evident ring at the bottom of the cap on the outer vial was broken/opened. The inner vials and the implants were missing. The complaint alleges a packaging issue that cannot be functionally evaluated. Therefore, no additional testing could be performed. Review of the DHR for tsvmwb11 (lot #: 63814966) did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. Refer to the attached pre and post sterilization inspections. Lot specific complaint history review for tsvmwb11 (lot #: 63814966) concluded that there are no other reported complaints with similar incident against the subject lot to date. However, review of the DHR identified no nonconformities during packaging. Also, there is no photographic evidence of the exact details of the device condition when received by the customer. Therefore, based on the investigation, device malfunction and the reported event could not be verified. A definitive root cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier: not provided. Age: not provided. Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided. PMA/510(k) number: k101880.

Event description:
It was reported a missing implant (B)(4) from the outer vial during placement. Procedure was completed. No impact to the patient.